Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. This pump was returned to analysis with the allegation of "patient's pump was removed and replaced due to patient complaint of not getting pain relief." Initial print out shows three stalls and stall recoveries occurring; (B)(6) 2012 (59 minutes), (B)(6) 2012 (33 minutes), and (B)(6) 2012 (53 minutes). Note that stalls are all are relatively short in duration. Additional trouble shooting was performed where pump was programmed to a therapeutic rate and left to run in a body temp oven for 1 month. No additional stalls occurred during this time. Pump passed all non-destructive testing including flow testing. Technician noted during initial destructive analysis that pump contained slight non-significant corrosion. Final destructive analysis was performed and pump components were thoroughly inspected showing no additional significant anomalies to be determined as the root cause for the field stalls and recoveries.

Manufacturer narrative:
Product ID, 8703w lot# l78426, implanted: 2000 (B)(6), product type catheter product ID, 8575 lot# j12069r, implanted: 2005 (B)(6), product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a change in therapeutic effect and the pump was replaced. Reporter stated that the patient was not getting pain relief for several months and "called the dr. Every day for days and days" because they thought something was wrong with the pump and wanted it replaced. The pump event logs were normal, and a catheter dye study done approx. 1 month prior to report date with normal results. The pump was replaced on (B)(6) 2012. At the time of replacement, it was noted that the expected reservoir volume (erv) was 5.6ml and the actual reservoir volume (arv) was 5.2ml. When the catheter was disconnected from the pump, catheter aspiration was easily performed; patency was confirmed as was the location in the intrathecal space. The healthcare providers did not believe there was anything wrong with the pump, but replaced it because of the patient's continued requests. The patient's outcome was reported as recovered without sequela. The medication in the pump was fentanyl and bupivacaine.